Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein isolation, a pericardial effusion occurred. Transseptal access was obtained through the patent foramen ovale and mapping was performed with the spiral and ablation catheters. The left inferior pulmonary vein (lipv) was isolated and an extended break in the procedure was taken. Following this break, difficulty was encountered reaching the lateral inferior portion of the lspv and a geometry shift was noted; enguide alignment was used to match the catheter to its shadow. Ablation was continued on the left pulmonary veins with no issues; however, near the conclusion of ablation, the patient became hypotensive. An ice catheter revealed a pericardial effusion, for which vasopressors were administered to maintain blood pressure. After isolation of the right superior pulmonary vein, the procedure was terminated and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.